Manufacturer narrative:
Additional information is pending and will be provided upon receipt.

Event description:
It was reported a battery drop since the last follow up one year ago showed a decrease in battery of 50% when it comes to this device. An inquiry regarding when the device would reach elective replacement indicator (eri) was requested as well as the reason for the large battery drop. Engineering analysis noted that increase consumption was seen occurring one year ago, and based on new data received the device should have enough capacity to support therapy for sixty days. A replacement was scheduled. No adverse patient effects were reported.

Event description:
It was reported a battery drop since the last follow up one year ago showed a decrease in battery of 50% when it comes to this device. An inquiry regarding when the device would reach elective replacement indicator (eri) was requested as well as the reason for the large battery drop. Engineering analysis noted that increase consumption was seen occurring one year ago, and based on new data received the device should have enough capacity to support therapy for sixty days. A replacement was scheduled. This device was subsequently explanted and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned s-ICD was analyzed and a review of the device memory revealed no system errors and that the power consumption had been gradually increasing over time. A higher than normal current drain was observed during testing. Comprehensive electrical testing isolated the high current condition to a degraded low voltage capacitor. Testing confirmed the compromised capacitor caused a high current drain condition. Based on the extensive testing performed, engineers concluded that the leakage characteristics of this compromised capacitor were caused by exposure to hydrogen gas within the pulse generator case.

Event description:
It was reported a battery drop since the last follow up one year ago showed a decrease in battery of 50% when it comes to this device. An inquiry regarding when the device would reach elective replacement indicator (eri) was requested as well as the reason for the large battery drop. Engineering analysis noted that increase consumption was seen occurring one year ago, and based on new data received the device should have enough capacity to support therapy for sixty days. A replacement was scheduled. This device was subsequently explanted and will be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This device will be returned. Upon return and analysis this investigation will be updated.